Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of hubt1779 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by ms&s that the nurse called and stated her patient's button was replaced on (B)(6) 2018. She stated that she received a call on (B)(6) 2018 stating that the opening of the button where the extension tube connects has stretched out causing the "feeding" to leak. No patient injury reported.